Manufacturer narrative:
H4 - device mfg date; corrected. H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that during the morning routine ward rounds, the patient's air bag was found to be broken, and the doctor was immediately informed. The tracheal tube was replaced according to the doctor's instructions. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. H4. Device mfg date: the reported lot#: 4370060 was not found for the reported catalog#: 100/860/075cz in the ICU medical system; therefore, the manufacturing date could not be confirmed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.